Event description:
It was reported that the right ventricular (rv) lead is suspected to be oversensing, causing pacing below the lower programmed rate of 60 beats per minute. It was noted that histograms showed no evidence of rv paces less than 55 bpm. Reprogramming was previously done. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmc3d4 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.